Event description:
Event description cpi received information that during a routine follow-up examination, this ventak mini implantable cardioverter defibrillator (ICD) could not be interrogated, and exhibited an error message indicating the ICD had reset to one therapy zone and therapy history was no longer available. The ICD, endotak transvenous defibrillation lead, and a rate sense lead manufactured by another company were all expanted.